Event description:
After inserting a 7mm cannulated screw it was determined that the guidewire had been driven through the femoral head, pelvis and into the belly of the patient. Upon looking down the driver it was noticed that there was an obstruction in the cannula. Patient did not receive any serious injury due to this issue per doctor and sales rep.